Event description:
Consumer complaint of blood result reading of "hi" . She stated she is feeling funny. I asked customer her normal readings customer stated her normal reading always are high but she does not provide a exact number. I reviewed with customer the memory of the meter: (B)(6) 2015 599 mg/dl 2:26pm. (B)(6) 2015 529 mg/dl 2:26pm. (B)(6) 2015 hi 2:23pm. (B)(6) 2015 hi 2:23pm. (B)(6) 2015 518 mg/dl 2:04pm. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had high glucose value.